Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 of the bd nano¿ 2nd gen pen needles 4mm x 32g clogged. The following information was provided by the initial reporter: consumer reported found 20 pen needles that clogged during flow check.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1221371. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that 20 of the bd nano¿ 2nd gen pen needles 4mm x 32g clogged. The following information was provided by the initial reporter: consumer reported found 20 pen needles that clogged during flow check.